Event description:
Medication tubing primed with ns normal saline. Medication started, 3 minutes later the pt's mom pressed the call light and stated that the IV was leaking. The bedside rn inspected the tubing, and leaking was discovered at the filter site. Air was located below the filter site. The IV tubing was replaced and the medication was re-started.